Event description:
Related manufacturer reference number:2017865-2023-02405. Related manufacturer reference number :2017865-2023-02407. It was reported that the patient presented for a scheduled battery replacement. While checking the patient post procedure it discovered that the atrial and ventricular lead had been switched in the device header. The patient was brought back into the procedure room to correct the lead connection in the device header. During the procedure while inserting the lead into the header the torque wrench would not engage the set screw. A second wrench was used, and the set screw was tightened. Upon inspection of the first torque wrench, it was noted that a set screw was on the tip of the wrench and fully removed from the pacemaker. The physician attempted to reinsert the set screw but was unsuccessful. The pacemaker was explanted, and a new pacemaker was implanted. The patient was discharged.

Manufacturer narrative:
The reported event of v-setscrew stuck to the wrench tip was confirmed. Analysis revealed the user of the torque wrench did not align the wrench tip to go into the inset of the setscrew. This was a user related problem. The setscrew anomaly was consistent with having occurred during the procedure.